Event description:
Received mentor silicone gel implants (B)(6) 2011 after I paid for saline breast implants. In (B)(6) of the same year, I started to develop rashes all over my body and hives. From (B)(6) 2011 - current, I have battled with constant illness and seen multiple specialists for symptoms of: inflammation, chronic fatigue, muscle aches, joint pain, muscle weakness, gastrointestinal/digestive issues, skin rashes, hives, sudden food intolerance/chemical sensitivities, brain fog, hair loss, dry skin, weight gain, easy bruising and slow healing of wounds, breast pain, temperature intolerance, heart palpitations, shortness of breath, swollen arm pits and groin, numbness in arms/legs, muscle spasms, chronic neck and back pain, fungal/bacterial infections, migraines, depression/anxiety. Diagnosed with fibromyalgia in 2015 after high inflammation levels and high rheumatoid factor, but no evidence of rheumatic arthritis by rheumatologist. Also diagnosed with small fiber neuropathy by neurologist. My health decline the most in 2015/2016, and I had to give up a business and skip working for over a year. I couldn't hardly leave the house during that time due to muscle weakness, joint pain and most symptoms mentioned above. I still struggle daily just to manage the pain to be able to leave the house.